Event description:
It was reported that an occlusion alarm occurred, but no alarm number could be verified in the pump's history. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin therapy. The case was closed since additional assistance was not necessary.